Event description:
Customer reported hose is heating.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During service, technician found handpiece was noisy and did not have enough torque, a worn outer hose was found due to normal wear. Hand piece is noisy and does not have enough torque, hose is showing a hole and is an old version, discs are broken tool coupler worn, casing damaged. Device was revised, repaired and returned.